Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Medwatch uf/importer report # (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink continu-flo solution set separated at the y-site connection. This was identified during a patient infusion. It was reported that this caused a delay in therapy of 5-10 minutes and that the procedure was finished uneventfully. There was no patient injury or medical intervention associated with this event. No additional information is available.